Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " housing cracks, inadequate design. Improper materials used. Gaps/holes in enclosure allow access for water or other damaging foreign debris, material condition due to selection or degradation (cracks, unintended holes). ".it was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: do not immerse in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce risk of electric shock, if the drydoc¿ vacuum station falls into water, unplug immediately. Do not reach into water. Do not place drydoc¿ vacuum station or its cord across walkways creating a tripping hazard. To reduce the risk of electrical shock or injury, do not disassemble this unit. Inspect the drydoc¿ vacuum station periodically for wear. Do not attempt to open or dismantle the drydoc¿ vacuum station. This may affect performance, create a potential safety hazard, cause personal injury and will void the warranty. When the drydoc¿ vacuum station is not in use, unplug power cord from its outlet. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the drydoc system smell like fire when it was running then stopped turning on . It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drydoc system smell like fire when it was running then stopped turning on. It was noted that the patient had been using the purewick products for more than 90 days.